Event description:
It was reported that during a planned extraction of a plate the tip of the driver broke. The debris from the driver tip was removed from the patient, however a screw became difficult to remove, and the threaded portion of the screw was retained in the patient body because the screw head was forcibly grasped and attempted to be removed, but broke off. Only the threaded portion of the screw was left in the patient's body.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains implanted in patient.